Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens only partially came out of the cartridge, and applying pressure to the injector plunger did not yield the desired results. Hence the lens and cartridge was replaced with similar one, and the implantation was successfully completed. There was no patient harm. Additional information was requested, but no further information is available.

Manufacturer narrative:
The account indicated the use of a qualified associated cartridge with a non-qualified handpiece and viscoelastic. The root cause is most likely related to a failure to follow the instruction for use (IFU). The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Please be aware that there is currently a ban on the export of medical devices from the russian federation. The file will be reopened if the sample becomes available. The manufacturer internal reference number is: (B)(4).